Event description:
It was reported that following a grade 4 hemoirrhoid and rectal mucosal prolapse procedure, an evisserasyon happened. The rectum was closed and the wound was infected. The patient is okay now. The device fired successfully during the case.